Event description:
Spontaneous report from (B)(6), (B)(4). Initial information received on 12-jul-2018 from (B)(6) by email and follow-up 1 information received on 19-jul-2018 from the dentist (incident form completed) were proceed together. The reporter, dental core trainee, reported that on (B)(6) 2018, the suspected medical device ultra safety plus, 30g short, (batch number: #f51060aa, exp. Date: mar-2022) was separated from the syringe, whilst giving local anaesthetic adjacent to ur6 (upper right first molar) by buccal infiltration for composite occlusal. Resistance was felt when slight pressure was applied to plunger. The patient did not experience adverse drug reaction and the needle was retrieved immediately using fingers without harm to the patient. The patient, age and gender unspecified, had previously been successfully treated with the product without complication. The patient was not anxious before dental treatment. No other concomitant product was used. No information was provided on state of injection site. All syringes with the same batch number have been isolated and removed from clinic. An incident form had also been sent to (B)(6) to alert the trust even if the dentist considered this incident as non-serious on the incident form. Samples are expected to be returned for quality investigation. Fup#1 received on 19-jul-2018: incident form completed by the dentist. The discrepancy suspected by company about the year of incident reported by (B)(6) (in 2017) is resolved. The date of use was confirmed by the dentist at 03-jul-2018. Additional data on injection technique used, localisation of tooth, patient medical history. Causality assessment on 17-jul-2018 on initial information received on 12-jul-2018: case re-evaluated on 25-jul-2018 on additional information received on 19-jul-2018. A. Seriousness: serious (medical intervention required for pt: foreign body in gastrointestinal tract) b. Expectedness: foreign body in gastrointestinal tract: unexpected gb/ca/us. Needle issue: unexpected gb/ca/us. No adverse event; expected gb/ca/us. C. Causality: a) latency - suggestive. B) recognized association - no. C) analysis: in this case, the cannula of the needle has detached from the hub during injection. No information about the circumstances and the dental procedure is available, also, the type and number of injection were not provided. Quality investigation is ongoing; at the time of this report, this case is lacking important information, and the available data are not sufficient to allow any causality assessment. Pending the results of quality control, the case report was considered as not assessable. D) dechallenge: na. E) rechallenge: na. Concluded causality who: not assessable. Fup#1 received on 19-jul-2018: assessment not changed.

Manufacturer narrative:
No abnormality was recorded on the affected batches of glue and cannula. The affected batches of glue and cannula were delivered to us with a certificate stating the compliance with the technical specifications. Controls carried out and recorded during production did not evidence any abnormality. A) inspection of the glue point on the devices: 30 devices from fabricator retained samples, as well as the non-used needle returned, were examined to the naked eye in order to check the glue point. The 31 needles examined show the presence of glue. The microscopic examination of the involved device shows glue is visible on the cannula and is also present on the plastic barrel of the device. B) dynamometer tests: 30 devices from fabricator retained samples, as well as the non-used needle returned, were submitted to a pull test with a dynamometer to check the behavior of the cannula on the barrel. The values recorded during the test for the 31 devices are higher than the minimum value defined by the iso 7885 standard "dentistry - sterile injection needles for single use" for the hold of the cannula at the glue point (>22 n). Therefore the 31 devices tested comply with the iso requirements. Final comments from the manufacturer: the inspection of the returned device in question shows that the reported issue is not due to an absence of glue as the glue point is visible on the product. Routine tests during product assembling and the tests performed on the returned and reserve samples for present investigation did not evidence any product deficiency. The reported incident could not be replicated. Pull tests are carried out on 100% products on the assembly line and allow to detect this type of defect. This conclusion is confirmed by the low occurrence of the defect to date on the batch involved, since no other complaint was received out of (B)(4) devices sold for batch f51060aa. The root cause of the reported issue could not be identified during investigation. The only potential cause not set aside might be the weakening of the glue point during injection (slight resistance felt by the practitioner when injecting). It may be helpful to remind the device user to observe the instructions for use prior to device use.

Event description:
Follow-up information received on 16-oct-2018 from quality department by email. Quality investigation results available: the inspection of the returned device in question shows that the reported issue is not due to an absence of glue as the glue point is visible on the product. Routine tests during product assembling and the tests performed on the returned and reserve samples for present investigation did not evidence any product deficiency. The reported incident could not be replicated. Pull tests are carried out on 100% products on the assembly line and allow to detect this type of defect. This conclusion is confirmed by the low occurrence of the defect to date on the batch involved, since no other complaint was received out of (B)(4) devices sold for batch f51060aa. The root cause of the reported issue could not be identified during investigation. The only potential cause not set aside might be the weakening of the glue point during injection (slight resistance felt by the practitioner when injecting). It may be helpful to remind the device user to observe the IFU prior to device use. No more details available. Causality assessment re-evaluated on (B)(6) 2018 on follow-up information received on 16-oct-2018. A. Seriousness: serious (medical intervention required for pt: foreign body in gastrointestinal tract). B. Expectedness: foreign body in gastrointestinal tract: unexpected gb/ca/us. Needle issue: unexpected gb/ca/us. No adverse event; expected gb/ca/us. C. Causality. A) latency - suggestive. B) recognized association - no. C) analysis: in this case, the cannula of the needle has detached from the hub during injection. No information about the circumstances and the dental procedure is available, also, the type and number of injection were not provided. Although tests performed on the returned and reserve samples for investigation did not evidence any product deficiency, the device batch quality defect causality was not excluded after quality investigation considering potential weakening of the glue point during injection. However, device mishandling also remained a possible cause of incident. This report does not contain enough information to allow definitive causality assessment as the available data remained not conclusive, and was considered as not assessable. D) dechallenge: na. E) rechallenge: na. Concluded causality who: not assessable. Follow-up information received on 16-oct-2018: quality investigation results added. Concluded causality not changed.